Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-04598,1627487-2020-04599. Additional information received, indicates that the anchor holding the 9-16 contact lead had fractured, causing the lead to fracture as well. As a result, surgical intervention was under taken where in the lead and anchor was explanted and replaced, restoring the therapy. It is unknown which lead and anchor are liable for the issue. Hence, both leads, and anchors are made reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is estimated.

Event description:
Related manufacturing report number: 3006705815-2020-00913. It was reported that the patient was not receiving adequate stimulation with their scs system. Surgical intervention may be pending to address this issue.